Event description:
It was reported that during a da vinci s surgical procedure, pieces of cable from a monopolar curved scissors instrument broke off and fell into the pt. As of 2008, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering inspected the instrument and found no evidence of broken or frayed cables. Engineering was unable to confirm the reported problem. Engineering also observed the distal end of the main tube has a 1.25" long, .220" wide section directly above the tube extension with material removed. Above this section, 90 degrees away, there is also a 1.5" section with light material removal. Damaged areas are parallel to tube axis and have a rough surface finished. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd.